Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device (fire department meter). The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) listened back to the call. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015, about 11:30am¿ when she obtained a blood glucose result of ¿425mg/dl¿ on the subject meter compared to ¿129mg/dl¿ on another meter, performed within 30 minutes of each other. The patient manages their diabetes with insulin (self-adjuster) including humalog 20 units 3 times a day and lantus at. Later that morning, the patient reported that she continued with her usual diabetes management routine as a result of the alleged inaccurate reading. The patient denied developing any symptoms but as her readings were high she attended emergency room (ER) from ¿11:30am to 1:00pm¿ and was treated by a health care professional (hcp) with unspecified, IV fluids. The patient reported ¿blood work¿ was done before she left the hospital and a result of ¿132mg/dl¿ was obtained. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure; the blood sample was taken from an approved sample site using the correct testing method. Cca also noted that the test strip vial was intact; the test strips had been stored correctly and were within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because, although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.